Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has reached elective replacement indicator (eri) and implanted in just 3 years. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has reached elective replacement indicator (eri). In addition, the battery had a shortened longevity as the left ventricular (lv) lead threshold was chronically elevated. This crt-d was explanted and replaced. No additional adverse patient effects were reported.